Manufacturer narrative:
Per the customer, her blood pressure monitor was reading lower than normal, one reading at "108/69" which caused her to stop taking her blood pressure medication as she did not want it to go lower. Per the customer, she was getting "really bad headaches" when she stopped taking her medication. She states she was "feeling really bad and discomfort" and checked in at the hospital to find out her pressure was higher at 140/90. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the customer, her blood pressure monitor was reading lower than normal, one reading at "108/69" which caused her to stop taking her blood pressure medication as she did not want it to go lower.